Event description:
It was reported that the pin on the tip of the instrument was easily pulled out and got lost. Although the instrument was used in surgery, no pt complications were reported.

Manufacturer narrative:
(B) (4). Device was returned to the MFR for eval. Visual and microscopic examination revealed crack is present at upper side of dynamic jaw pin hole, resulting in loose dynamic jaw pin condition. The location, direction, and amount of force required in order to induce fracture of the shaft is consistent with application of excessive force, resulting in the foregoing event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specs.